Event description:
It was reported that two days post implant, no capture and low r-waves were observed. Echo revealed perforation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.